Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: 375mg/dl, 20mg/dl, 59mg/dl, 64mg/dl, "lo". Customer normally reads between 80 - 110mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: 375 mg/dl, 20 mg/dl, 59 mg/dl, 64 mg/dl, "lo". Customer normally reads between 80-110 mg/dl. No adverse event reported.